Manufacturer narrative:
Follow-up report - additional information ((B)(6) 2016): device evaluation of battery pack sn (B)(4) was completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the battery failure was isolated to excessively discharged battery cells. The root cause for the excessively discharged cells was unable to be positively identified. Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.